Event description:
It was reported by repair work order that both siderails functioned intermittently due to damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.